Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor¿s response buttons were non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.